Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) would not power up. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon receipt of the power supply connector pins wer recessed, which prevented the charger/modem from powering up. The root cause of the recessed pins could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last pt to use this battery charger/modem did not report any deficiencies.